Event description:
Per the clinic, the patient experienced periodic skin irritation and infection at the abutment site. Subsequently, the abutment was removed (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.